Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that probe part of the chrome plating was missing and it was step shaped not passed through the trocar did not pass during vitrectomy surgery. The surgery details and patient impact was not reported.

Manufacturer narrative:
Upon further assessment, it was determined that the reported event (mfg report number) was related to a product fit issue rather than a bent needle. Therefore, it does not meet the criteria for reporting under the applicable regulations. No further submissions will be made under mfg report number¿. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further assessment, it was determined that the reported event was associated with product fit issue rather than bent needle.